Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage and passed. Pairing test with (B)(6) bluetooth device and passed. Transmitter final function tester and passed. Performed share log review and no issues found. The complaint is not confirmed because the transmitter passed all testing. .the reported event of a transmitter failed error was not confirmed. A root cause could not be determined.